Event description:
It was reported that customer experienced past low blood glucose event with lowest reported level of 2.7 mmol/l, and cause of low blood glucose was unknown. Customer treated low blood glucose by consuming carbohydrates and glucose tablet. Recommendation was made to consult with a healthcare provider regarding diabetes management.